Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Thyroidectomy- "high thermal spread and lots of sticking although the jaw cleaning between all sealing activations." Additional information received: sticking on tissue was observed on muscle tissue. Following the sticking there was a little bleeding. The high thermal spread did not damage tissues. This was observed by the surgeon with his finger. A video of the surgery is available upon request. Product is available for evaluation. Patient status: no patient injury.

Manufacturer narrative:
Update report source - distributor. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed eschar build-up on the jaws and in the blade channel of the device. During functional testing, engineering was able to replicate the sticking that occurred in the event by activating the device on porcine tissue; however, no abnormal thermal spread was noted. Upon further inspection, engineering found that the conductive stops sunk during use of the device. This occurrence led to an insufficient gap between the jaws, which can result in increased eschar buildup and tissue adherence. The root cause of thermal spread observed during the event could not be determined as engineering was unable to replicate the event. The instructions for use (IFU) that warns the user to, "...remove any conductive fluid that is in contact with, or in close proximity to, the electrodes of the device" as they can "cause potentially unintended tissue effects" to prevent excessive thermal spread. The root cause of tissue sticking is due to an insufficient jaw gap. Applied medical opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate tissue sticking. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.